Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device displayed the wrong time zone and appeared offline in rss. The machine showed pacific time instead of central time, resulting in medications being pulled at the incorrect times and loss of communication with the station. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c grid.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wrong time zone display on the station. A field service engineer (fse) worked with the customer to change the date and time to central time, then rebooted the station and successfully reconnected it to the server. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the device displayed the wrong time zone and appeared offline in rss. The machine showed pacific time instead of central time, resulting in medications being pulled at the incorrect times and loss of communication with the station. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no delay or adverse events or injuries reported based on this event.